Manufacturer narrative:
This lead remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. Based on limited information and in the absence of device return, it can be concluded that the reported observation is mainly a result of dissection with diathermy procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Please note that a correction to field b2: outcomes attrib to adv event has been amended, and additional information has been added to field b5: event description.

Event description:
It was reported that during a routine replacement procedure, while the surgeon was dissecting the skin/tissue using diathermy to replace the existing pacemaker for normal battery depletion, it was noted that this right atrial (ra) lead was switched off. When the atrial lead was turned back on, it exhibited high impedances with no sensed events. The atrial lead was turned off again during pre-op. The physician elected not to replace the atrial lead in this procedure. The ventricular lead tests were all within normal parameters. The patient went into ventricular fibrillation during the time of dissection with diathermy. The surgeon applied cardiac massage to the patient while an external defibrillator was charged, and delivered successful high voltage therapy, converting the patient back into paced rhythm. A new pacemaker was implanted and attached to the existing leads, and lead tests were consistent with the pre-op lead test results. No additional adverse patient effects were reported. This lead remains implanted and in service. Additional information: it was noted by the field representative that the physician had questioned whether the diathermy current may have conducted through the atrial lead, possibly inducing the patient into ventricular fibrillation.

Event description:
It was reported that during a routine replacement procedure, while the surgeon was dissecting the skin/tissue using diathermy to replace the existing pacemaker for normal battery depletion, it was noted that this right atrial (ra) lead was switched off. When the atrial lead was turned back on, it exhibited high impedances with no sensed events. The atrial lead was turned off again during pre-op. The physician elected not to replace the atrial lead in this procedure. The ventricular lead tests were all within normal parameters. The patient went into ventricular fibrillation during the time of dissection with diathermy. The surgeon applied cardiac massage to the patient while an external defibrillator was charged, and delivered successful high voltage therapy, converting the patient back into paced rhythm. A new pacemaker was implanted and attached to the existing leads, and lead tests were consistent with the pre-op lead test results. No additional adverse patient effects were reported. This lead remains implanted and in service.